Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in a procedure performed on (B)(6) 2022. During the procedure, the handle cannula of the trapezoid basket detached when force was applied on the handle when using the device. The basket was removed and another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6) block h6: device code a0501 captures the reportable event of handle cannula detachment. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was detached and the working length was bent. Under magnification, it was noted that the handle cannula has drag marks of the fastening screws. The dimensional inspection confirmed that the depth and length of the screws were within the permitted tolerances. The reported event was confirmed. Based on all available information, it is possible that an excess force had been applied during the procedure. Perhaps the manipulation, technique used, or patient's anatomical conditions could have contributed to the reported event. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in a procedure performed on (B)(6) 2022. During the procedure, the handle cannula of the trapezoid basket detached when force was applied on the handle when using the device. The basket was removed and another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.